Event description:
The patient reported that her infusion device alarmed with a 77 displayed on the device screen. The power pack had been in use for 30 days. The patient was not aware of the power pack recall. The patient was made aware of the power pack recall during this troubleshooting call. The patient was instructed to install a new power pack into her device. The patient installed the new power pack and the device worked properly. The patient has been scheduled to receive her replacement power packs. She was instructed to change her power pack out every 2 weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.